Manufacturer narrative:
Device received constant no motor movement or negligible movement alarm during rewind due to corroded motor home switch.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had multiple pump errors. The customer¿s blood glucose level was 140 mg/dl. Troubleshooting was performed for pump errors. The customer states pump was not exposed to a high magnetic field and noticed scratch is on the half of the screen due to which they can not read the display. The customer states they are not able to rewind the pump. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.